Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow button was intermittently responding to presses for three weeks. The patient reportedly wore the pump in a pump skin attached to a belt and did not clean the pump. This report is made based on the allegation of the down arrow response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the up button. The contrast button was found to be intermittently responding. The other keypad buttons were found to be responding properly. The keypad was removed and contamination was observed under the button contacts.